Event description:
It was reported that prior to a gastric bypass procedure, the device would not fire the reload completely. Six reloads were used, but no success. Another device had to be used. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: one device and three cartridges (a-b-c) were returned. The device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be broken. Cartridges a-b-c were returned partially fired and with the lockout in normal condition; no functional test could be performed.